Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01786 and MFR. Report # 3005099803-2012-01788). It was reported to boston scientific corporation that a solyx single incision sling system and an uphold vaginal support system were used during a procedure performed on (B)(6) 2010. According to the complainant, post-implantation, the patient experienced chronic pain, vaginal tissue erosion, excessive bleeding and infection. Surgical intervention was required. (Specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report # 3005099803-2012-01786 and MFR. Report # 3005099803-2012-01788). It was reported to boston scientific corporation that a solyx single incision sling system and an uphold vaginal support system were used during a procedure performed on (B)(6) 2010. According to the complainant, post-implantation the patient experienced chronic pain, vaginal tissue erosion, excessive bleeding and infection. Surgical intervention was required. (Specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).